Event description:
It was reported that an endocarditis and vegetation on the leads occurred. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Products: 4524-53 lead, implanted: 1993 (B)(6). (B)(4).